Manufacturer narrative:
This report is for an unknown screwdrivers/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the customer received defective instruments. The external part of the verse polydriver screwdriver would not retain the internal screwdriver. The internal part of the screwdriver would not hold and the screws could not be aligned with the screwdriver. This report involves one (1) unknown screwdriver. This is report 3 of 4 for (B)(4).